Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A center director reported a patient with trace diffuse lamellar keratitis of the right eye two days post lasik treatment. The topical steroids were increased and by one week post treatment the symptoms had resolved.